Event description:
It was reported that during a balloon angioplasty treatment procedure, the tip of the zipwire guidewire broke off. The break occurred when the tech was wetting down the wire tip outside of the patient's body. The procedure was completed with a different device with no patient complications.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.